Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "system fault 37" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The malfunction was duplicated, and attributed to a faulty integrated circuit on the system board. Analysis of reports of this type has not identified an increase in trend.